Manufacturer narrative:
At this time available information suggests that this device remains implanted thus no analysis will be conducted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this device was explanted in the united states. There were no allegations of malfunction after the explant procedure. It is unknown weather this device will be returned. Should the device be returned and analyzed this investigation will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (crt-d) exhibited beeping tones. Premature battery depletion was alleged. At this time the device remains implanted. No adverse patient effects were reported.